Event description:
On (B)(6) 2026, it was reported that dr. B. Stated that the silent nite device was returned for credit because the device "cracked and buttons sheared". Additional information received reported that while the 30 year old, male patient was sleeping in the early part of february, the device broke. The patient did not suffer any injury and there was no required medical intervention. The patient stopped using the device on the day it broke.

Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).